Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, it is possible that the endoscopic image was not displayed due to communication failure due to damage to the camera cable. -from the evaluation results by olympus repair center, it was confirmed that the endoscopic image was not displayed due to the damage of the camera cable. -olympus medical systems corp. (Omsc) reviewed the manufacturing history, but could not confirm any manufacturing abnormalities or variations. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. As a result of the evaluation, the following was confirmed. -the endoscopic image was not displayed due to damage to the camera cable. -the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The patient was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video system center otv-s400. The user replaced the device to another device and completed the intended procedure, laparoscopic surgery. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.